Manufacturer narrative:
A field service engineer (fse) was dispatched and found tip alignments off slightly, which was reset. Fse also found the chuck head suction pad torn and replaced it. The fse also cleaned and lubricated all mechanical parts and ran samples with no errors. Customer also ran patient samples with no errors. No further actions is required by the fse the probable cause of the event was misalignment of tips. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported error 2207 (no tip acquired by sorter) with their aia-2000 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results for pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results